Event description:
It was reported that immediately after interrogation of the device, a message displayed on the programmer indicating that the device was nearing recommended replacement time (rrt), and that the capture management was automatically changed to monitor mode. Further interrogation indicated that the device is not at rrt. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device was pre/approaching elective replacement indicator (eri).

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.